Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h.10.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: incident details: when I attached a one inch 25 gauge needle (bd safety glide needle, lot number 2024137) to an immunization syringe, I was unable to depress the plunger/the needle was plugged and would not allow anything through. The needle was changed out and I was able to proceed with immunization. Who was affected? No person affected. Level of harm: no apparent harm - reached patient/person, inconvenient.